Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Based on the investigation of (B)(4), welch allyn tech support discovered that the system rebooted itself. This occurred at: (B)(6). This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. The customer did not provide pt info.